Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2016. The fse replaced the purge and uptake check valves for the pump. The engineer also replaced the pump diaphram, injector valve stator face and rotor seal. Patient sample was run, flow rate adjusted. Precision was ran along with calibrators and controls the fse also upgraded the software to version 5.23. The g8 was working as intended. No further action required by fse. The probable cause of the event was a clogged stator face.

Event description:
On (B)(6) 2016 a customer reported p-hv3 peaks with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.